Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by the customer the cardiosave intra-aortic balloon pump (iabp) patient interface module will not pass leak test/. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the patient interface module (pim) failed the leak test. The fse replaced the pim. The unit passed all safety and functional tests and was returned to the customer.